Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed no defects on the device. Functional tests were performed and the steering knob and the tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was found within specifications. No shorts or opens were detected. For the radiofrequency ablation test, the ablation was verified by using the maestro generator 4000 and the metriq, and the device was found within specification. The device showed no evidence or defects that could have contributed to the event, therefore, the reported event was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that after a pulmonary vein isolation and ablation of the lines (mitral and roof), the intellanav stablepoint open-irrigated catheter was not straight. A 'too high temperature' error occurred. The catheter was removed from the patient and purged. When it was bent, the irrigation did not flow properly. Another ablation was attempted, but the 'too high temperature' error reappeared. There was a "minor" procedure delay. The procedure was completed using a different catheter. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a lack of irrigation while using an intellanav stablepoint open-irrigated. Following a "minor" procedure delay. The procedure was completed using a different device. No patient complications were reported. The device is expected to be returned for analysis.